Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Unpairing/repairing of the pump with the mobile device was not successful. Reported issue not resolved, escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on samsung s20+ (os 12) with mmt-1880 pump (software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement (B)(4), document (B)(4), version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. After further research by the pump team, we have determined that known steps for successful wireless software installation to 780g have been exhausted at this time the customer was faced with the ""step_5"" issue. The fota test team suggested below workaround steps from the troubleshooting guide that was provided by the pump team for the issue resolution: 1. Remove the battery from the pump. 2. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). 3. Turn the pump back on. 4. Restart the fota update process from step 1. 5. During the new fota update process, the customer should wait on the ""follow instructions on pump"" screen on the app and switch to the pump to proceed with the installation (the ""pump update successful"" pump screen which the customer can see on the app it's just for reference - it's not an actual pump screen). The pump team confirmed the issue and an esf (B)(4) was created. The provided workaround steps above didn't resolve the issue, so we asked the helpline to perform a pump replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.